Manufacturer narrative:
Retrospective record review and proactive reporting of incidents where available information is insufficient to confirm non-seriousness.

Event description:
User reported skin irritation after 8~14 days of wear. No itch, no pain. Skin condition recovered after topical skin allergy treatment. The IFU suggested wear duration of this adhesive is up to 4 days.